Manufacturer narrative:
No product was returned. Review of the lot history record revealed no similar incidents. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) precaution that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days state; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.

Event description:
It was reported that an angio-seal was deployed in the left femoral artery after a percutaneous coronary interventional procedure (pci). A pre-insertion angiogram was performed. The artery's lumen was 6mm. There was no resistance when the physician inserted the procedural sheath into the puncture site. Hemostasis was achieved post deployment. The patient had a 50% stenosis in the distal superficial femoral artery (sfa) prior to the pci and angio-seal deployment. The next day the patient was discharged from the hospital. Twenty two days later, the patient returned to the hospital with left leg pain. The physician suspected that the stenosis in the sfa had increased and that was why the patient was experiencing pain. One week later, an angiogram revealed a new stenosis in the sfa where the anchor was deployed. The stenosis rate was 99%; therefore a percutaneous coronary intervention was performed from the right groin to treat the new stenosis. A luminexx 6.0x60mm stent was deployed after dilation with a sailor plus 6.0x40mm balloon catheter. The next day the patient was discharged from the hospital.